Event description:
The customer tested her blood glucose using her contour ts meter and received a reading of 124 mg/dl. She retested using another meter and received a reading of 54 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer disposed of the test strips, so no product will be returned. The meter was replaced at the customer's insistence.